Manufacturer narrative:
(B)(4). Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility representative reported a flo-gard infusion pump with an f-38 alarm. It is unknown when, or in which care area, this event occurred. The facility representative stated that there was no patient injury or medical intervention; however, it was not reported whether or not a patient was involved. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump with an f-38 alarm was confirmed and repaired by baxter service personnel onsite at the customer facility. The cause of the reported condition was determined to be a malfunction in the force-sensing resistor circuitry. The force-sensing resistors were replaced to correct this condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information be received, a follow-up medwatch will be submitted.